Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that an increasing pacing threshold was observed approx. 58 months after implantation. The lead was capped and left in situ. A new lead was implanted.